Event description:
Additional information found it was reported the implantable neurostimulator was ¿uncomfortable¿ and ¿wasn¿t flat.¿

Event description:
It was reported the patient had a device pocket revision surgery because the implantable neurostimulator (ins) was deep on one side and poking out on the other. It was also reported the patient was having some trouble recharging and only got half of the coupling bars. It was stated the device was reoriented because the upright/sitting, mobility and lying right positions were "off". If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3708140 serial #: (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis of the implantable neurostimulator ((B)(4)) found the stim implantable neurostimulator battery with reduced capacity due to overdischarge.